Event description:
It was reported that on (B)(6), a policeman let her insulin pump fall down. As a result, there is a crack on the display. Insulin pump will need to be replaced. No further assistance is needed.

Manufacturer narrative:
Findings: pump received with minor scratched display window. Unit received cracked case display window corner. Pump received with cracked reservoir tube lip. Unit received with cracked lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).